Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) did not work. A field service engineer installed a new driver; however, the station failed to reboot. Troubleshooting identified an all-in-one hardware failure, which was replaced. The station was reimaged, remote support software was reinstalled, and the system was successfully synchronized with the database. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6) users experienced a delay during login. After entered the user ID, there was a noticeable delay before the biometric identifier appeared. Nursing staff expressed concern due to the impact on timely medication access during urgent situations. The device was rebooted and subsequently shut down; however, the login delay persists. However, there were no delays or adverse events or injuries reported based on this event.